Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during repair of sleeve gastrectomy and herniorrhaphy procedure, there was poor staple formation because it jammed halfway through firing and had to be retracted. Staple line was incomplete on distal part. Another reload was used to complete the case using the same handle. There was no patient injury.